Manufacturer narrative:
Continuation of concomitant: dtba1q1 ICD; 459888 lead implanted: (B)(6) 2016. Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated a p-wave amplitude measurement issue. Analysis of the device memory indicated atrial undersensing.

Event description:
It was reported that the right atrial (ra) lead had high thresholds with far field r-wave (ffrw) oversensing, atrial undersensing and low p-waves. The ra lead performance caused the cardiac resynchronization therapy defibrillator (crt-d) to not classify rhythms appropriately and unable to appropriately sense for pacing therapy. High threshold measurements were also noted on the right ventricular (rv) lead. Reprogramming was done and device and leads remains in use. No patient complications have been reported as a result of this event.